Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the alleged issue began approximately 1 week prior to contacting animas. The reporter claimed that the pump had switched from am to pm without any adjustments being made to pump settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no evidence of the time switching from am to pm or any loss of time. There was record of time/date reset to the default setting after 50 minutes of ¿power on reset¿ on (B)(6) 2013. On examination, the keypad was damaged around the up arrow button and the audio bolus button cover and the contact slug were missing. A damaged audio bolus button and keypad cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button and keypad cover should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the contrast button had intermittent response, which has no affect on insulin delivery. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. During investigation, the pump powered on normally. The display was noted to be dim and faded. A test display was attached to the pump and illuminated properly and was clearly legible. The pump was exercised for 5 days with no time change occurring. The pump was powered off for 60 minutes. When restarted, the pump did not maintain the time and date setting after less than 24 hours of ¿power on reset¿. The pump was opened for investigation and revealed the internal clock battery on the printed circuit board had malfunctioned.